Event description:
During pt treatment with the model 3100a, the oscillating driver stopped without an audible alarm being activated. The pt was hand-ventilated then placed on another 3100a to continue treatment. The pt desaturated to 40% temporarily.